Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had purulent green discharge from their driveline site. The patient was asymptomatic. The patient did not have a fever. A wound swab was done, leukocytes many gram negative bacill (gnb). The patient was admitted to the critical care unit for IV tazocin 4.5g three times a day via PICC line. An ultrasonogram on (B)(6) 2021 showed a small volume of complex heterogenous fluid seen along the length of the driveline for 10cm. There was no focal collection. The patient remains in the hospital. C-reactive protein (crp) was 9.4, white cell count was 6, estimated glomerular filtration rate was 70. Appears like p aeruginosa per infectious disease.